Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) triggered an alert for oversensing noise. It was noted that the patient was depressed by hearing the alert. In addition, a lead fracture was suspected. Troubleshooting took place and the lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.